Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the display screen was found to be faded and discolored. A test screen was installed and displayed normally. Unrelated to the complaint, evaluation revealed that the audio bolus button cover had become detached. The button¿s responsiveness was unable to be tested.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (color spectrum) issue. It was reported that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.